Event description:
The customer reported that the device displayed a 'cannot analyze' message in the AED mode.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed a 'cannot analyze' message in the AED mode. The customer also stated that there was no relationship between device behavior and pt outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.